Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was bent and was replaced which resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that something bent. Event timing is unknown. There was no harm or delay. Per the customer there was no additional information. Investigation found the comb was bent. No adverse event was reported as a result of this malfunction.